Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred during bolus delivery. Customer cleared the occlusion alarms, and resumed insulin delivery. Customer reported their blood glucose level was within target range.